Event description:
It was reported that there was a fall and an explant. It was stated that the patient's prior implantable neurostimulator (ins) had to be replaced after the patient fell in (B)(6) 2011. The patient reportedly broke her hip when she fell and had two surgeries to fix it. It was noted that after the hip surgeries, "everything" was replaced "including the leads." It was further noted that the ins replacement was an "emergency." It was later reported that the patient was reprogrammed. The patient status was unknown. If any additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# v380838, implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).